Event description:
It was reported by service report that the wheel was damaged. One wheel is missing half of the rubber. It is unknown if there was patient involvement, however, no adverse consequences are reported.